Event description:
It was reported that the blue and gray part on the housing of the tenaculum forceps instrument came apart, because the clamp that holds them together will not hold. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results and conclusions- this instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the housing is broken. Three of four housing snap tabs and two adjacent housing pins are broken. One rear snap is completely broken off and two front snaps have the bottom tab feature broken. As a result, the housing can be lifted up on one side. The instrument may have been mishandled. Results and conclusions - engineering also observed the distal end of the main tube to have various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis. Based on the location and appearance, the damage is most likely due to instrument collisions and/or rough handling. No other damage found. Conclusions- the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.